Event description:
Heartware patient presents with melena and anemia. Hemoglobin decreased from 10.4 to 8.1 over three days in the setting of inr 2.1 and aspirin 325 mg daily. Three units of blood were transfused over the hospitalization. Endoscopic evaluation included egd and colonoscopy, where localized mild inflammation characterized by erosions was found at the pylorus. Heparin to coumadin was completed prior to discharge. Aspirin was stopped and will be re-evaluated later to resume.